Event description:
It was reported that the 2600 system had an error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.